Manufacturer narrative:
No part returned for failure analysis; investigation terminated.

Event description:
Hosp reports getting a vent inop with error code 25 displayed. No pt injury communicated to service agent by reporting facility.